Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that starting the day prior to the report, they can¿t turn the stimulation off. They stated that they usually turn their stimulation off before bed, but they were unable to do so the night prior to the report. During the call, the patient pressed the stimulation on/off button and chose ¿stim on¿ and the controller screen would only show screen 20 (turning stimulation off), but the stimulation would not shut off. The patient was unable to reset the controller at the time of the report, because they were unable to open the back of the cover. The patient denied having any falls or trauma. They mentioned that their back is hurting. The patient was redirected to follow-up with their healthcare provider.